Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During an initial implant procedure, the right ventricular (rv) lead helix rotated, despite having the locking tool engaged. A new rv lead was used to resolve the event. The patient was stable.